Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 29mm 11060a aortic valve was explanted after an implant duration of 1 year and 5 months due to unknown reason. The valve was replaced with a 29mm 11060a aortic valve.

Event description:
It was learned through implant patient registry that a 29mm 11060a aortic valve was explanted after an implant duration of 1 year and 5 months due to bacterial endocarditis. The valve was replaced with a 29mm 11060a aortic valve. Per medical records, the patient underwent commando procedure with redo-avr with root replacement using 29mm 11060a valved conduit and ascending aortic replacement, redo-mvr with non-edwards valve, reconstruction of the aorto-mitral continuity and la dome with a patch and coronary button reimplantation. The patient was transferred to ICU in critical condition.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. H6 (health effect-clinical code, device code).